Manufacturer narrative:
The device is currently under evaluation into root cause.

Event description:
It was phoned in by the sales rep that the suture ring on the ez glide cannula's suture ring migrated into the aorta. This caused an obstruction in the cannulae which lead to the exchange of the device. There was no adverse patient events reported. It was stated that the ring traveled up the cannula letting the cannula slide further into the aorta. The sutures were placed in the ascending aorta and purse strings are placed around the aortic cannula. The occlusion was stated in that it created a line pressure upon going on bypass. Which it means the cannula was obstructed or kinked.

Manufacturer narrative:
It was phoned in by the sales rep that the suture ring on the ez glide cannula's suture ring migrated into the aorta. This caused an obstruction in the cannulae which lead to the exchange of the device. There was no adverse patient events reported. Evaluation: the cannula was visually inspected and no visual defects were found. All components were present per edwards device drawings. The root cause was unable to be determined. Manufacturing records were reviewed and there were no related ncr¿s found. Proper process controls are in place to verify the outer diameter of the wirewound section of cannula on which the suture ring moves. Edwards has in place a technical summary in place related to this procedure. The instructions for use, trainings, and risk control measures are appropriate at this time. A pra or CAPA will not be initiated due to this complaint assessment due to the following: 1) there are no related production non-conformances affecting distributed product. 2) there are no manufacturing defects associated with this customer experience report but the trend is in control. 3) the cpm complaint trend is within control. 4) complaint is not in regards to a labeling non-conformance. 5) management and quality review indicates this issue does not warrant further pra a manufacturing defect could not be confirmed. Trends will continue to be monitored for future corrective action. Trends will continue to be monitored through the edwards quality system.